Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly and that an altitude alarm occurred. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. Customer reloaded the cartridge to resolve the issues. As well, as that an occlusion alarm occurred. Customer reloaded the same supplies to resolve the issue. Customer¿s blood glucose level was around 72-140 mg/ dl.